Manufacturer narrative:
Evaluation results: cadd-legacy pump was returned for investigation in good used condition. According to the pump's event history log showed the "reservoir volume" was set to 30 ml and not 100 ml; therefore the reservoir volume could not change to 100 ml. The investigator changed the reservoir volume to 48 ml and pressed enter button. The reservoir volume was set without any problems. The customer reported product problem was not verified. The investigator replaced the keypad assembly and scratched lcd lens as a preventative measure.

Event description:
Information was received that this smiths medical cadd legacy pump did not allowed the patient to reset the pump reservoir volume. The patient reported that she presses enter, then clear and current value in that field did not reset. Subsequently, the patient was able to successfully switch to back up pump with no interruptions to infusion. No patient consequences were reported. No adverse effects were reported.